Event description:
Plus orthopedics has received notification that a revision surgery took place in 2005, involving a plus orthopedics product. Reportedly the pt experienced pain and limited range of motion during her recovery following the 2005, surgery. Eventually, she had a revision surgery on her left knee seven months later, and "at that time her dr discovered that the femoral component of the knee replacement prosthesis was grossly loose and had not been cemented as designed". Additional detail is not available at this time.